Event description:
It was reported during various procedures the 5mm trocar blades were not activating (on the 355ld trocars). Additional trocars were pulled to complete the case without incident. There was no consequence to the patient.

Manufacturer narrative:
Endopath dilating tip trocar-based upon the inquiry information received, visual examination, and functional test, it was confirmed that the reported incident during surgery occurred. Eight devices were examined and would not arm as received. The obturator handle weld was measured and found to be skewed. The obturator handle is welded during the assembly process.